Event description:
Damage to the pump housing and usb port was reported, which affected the customer's ability to charge the device. There was no reported impact to the customer's blood glucose level at the time of the event. The technical support team arranged for the pump to be replaced, provided instructions for returning the damaged pump, and confirmed the customer's shipping address.